Event description:
Spontaneous call from pt regarding pump malfunction, pump at higher rate than programmed and alerting low volume before expected to run out. No side effects reported. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.